Manufacturer narrative:
The allegation has been confirmed. Plan edit settings malfunctioned; unintended gantry angles are being acquired. This is a known issue and has been previously reported. No serious injury or misadministration occurred in this case, however, a CAPA has been initiated and further actions are addressed in varian's CAPA process. In addition, an urgent medical device correction notification was sent to affected customers. All corrective actions have been reported under the guidelines of 21 cfr part 806. No add'l f/u to this report is expected.

Event description:
Plan edit settings malfunctioned. On (B)(6) 2010, customer experienced an unexpected plan revision caused by the machine. A shift for couch rtn occurred along with linear parameters. Editing couch rtn triggered a new plan revision - the old plan status goes to retired and a new revision is unapproved.